Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device change out, while expanding the pocket site, the right atrial (ra) lead was inadvertently pinched with a forceps while the lead was still attached to the device. The right atrial (ra) lead exhibited pacing and sensing failure and lead resistance. Impedance was noted to be out of range high and polarity switch was noted. The right ventricular (rv) lead exhibited high thresholds. A new rv lead was attempted to be placed along with new ra lead. However, inserting four leads on the same side was not possible. As a result, the addition of atrial leads was discontinued. The rv lead was capped. No patient complications have been reported as a result of this event.